Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4 updated lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the surgery on (B)(6) 2024 the clasp at the tail of the expanded medullary head broke. Another device was used to complete the surgery. No surgical delay was reported. There were no adverse consequences to the patient. This report is for one 12.0mm reamer head-sterile for reamer/irrigator/aspirator this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument, release to warehouse date: 12-october-2020, part: 352.250-us, 12.0mm reamer head for reamer/irrigator/aspirator, lot: 66p7684 (non-sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering was reviewed and determined to be conforming. Certification for heat treat supplied to (B)(4) from vacu-braze inc. Was reviewed and determined to be conforming. Heat treat results certified. Certificate of analysis supplied to (B)(4) from banner medical was reviewed and determined to be conforming. Certificate of tests supplied to (B)(4) from carpenter was reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Photos were provided for review. The photo investigation revealed that ria reamer head ø12 was broken form the prongs. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that was broken form the prongs. The broken fragment was not returned. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the ria reamer head ø12 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.